Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a few mishaps with a few of her sensors. Customer will be short a few sensors since her order will not be shipped out until (B)(6). Customer was advised to keep wasted sensors for future incidents and to call the help line to report and inquire about replacements. Customer stated that the sensor and infusion set changes are better now. Customer's doctor has made adjustments to her basal and carb ratios. Customer's post meal blood glucose level was a little high, but this is due to the humalog ru 500 that she is using. Customer stated that it is slower to be effective. Customer is taking similin injections with meals that are over 30 carbs. Customer experienced a low blood glucose level of 40 mg/dl when she did not eat a protein bar before exercising. Customer has a fasting exercise with her doctor coming up in october. No additional information provided.